Manufacturer narrative:
H10:the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photograph was performed using the naked eye which identified residual fluid in the buretrol. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 1-4 ml of solution was remaining in a buretrol solution administration set when the unspecified infusion pump displayed vtbi complete. This was identified during product testing. There was no patient involvement. No additional information is available.